Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarm, which was not reproduced. The reported symptom was confirmed through a review of the event history log. Evaluation observed continuity was found across two of the piezoelectric crystals of the ultrasonic sensor. The upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump falsely displayed the upstream occlusion message. It was also reported there was no patient involvement.